Event description:
Patient was admitted to (B)(6) hospital on (B)(6) 2008 for evaluation of redness around his port-a-cath. Blood cultures drawn on this date, returned positive for serratia marcescens.